Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp. Customer returned device for an alleged critical device error (open book image), device post-reset ram crc alarm. Device history pointers failed. The history pointers are corrupted., and device trace pointers are invalid alarms found on october 12, 2022.the device powered up properly after battery installation. No critical device error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The test energizer battery was removed from the battery compartment and reinserted less than 60 seconds, less than 10 minutes, and more than 10 minutes. The device powered up properly after insertion of the battery. Performed a safe shut down. After the shutdown, the device powered up with device post-reset ram crc alarm alarm, power loss alarm, set time, and active insulin cleared alarm a properly. No unexpected device post-reset ram crc alarm, 49, or 68 alarms or unsafe shutdown noted during testing. Successfully utilized thus to download the history and trace files. A review of the trace and history files shows there are no fatal alarms or consecutive critical error handling alarms that would trigger a critical device error (open book image) alarm found. Further review of the history file reveals on the event date (october 12, /2022) there were five (5) device trace pointers are invalid alarm (20:25, 2x 20:26, 20:27, and 20:28), ten (10) device history pointers failed. The history pointers are corrupted. Alarms (2 x 20:25, 3x 20:26, 3x 20:27, 20:28, and 20:29), and five (5) device post-reset ram crc alarm alarms (20:25, 20:26, 20:27, 20:28, and 20:29) that occurred indicating the device experienced several unsafe shutdowns. The device was cut open to perform a visual inspection. No physical or moisture damage were found on the electronic assembly (electric bard e2), motor, and force sensor. The force sensor zero offset is within specification (24.8 mghavolt). Device trace pointers are invalid, device history pointers failed. The history pointers are corrupted., and device post-reset ram crc alarm alarms are confirmed, fault isolated to the electronic stack. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay.critical device error (open book) alarm is not confirmed. Device trace pointers are invalid, device history pointers failed. The history pointers are corrupted., and device post-reset ram crc alarm alarms are confirmed, fault isolated to the electronic stack. Proper start up sequence. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple pump error alarms and critical pump error with open book image error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.